Event description:
It was reported that the oncology department nurse's have experienced several events in which the texium¿ connectors are breaking apart and causing various chemotherapy agents to leak during use on adult patients. The customer later reported that there were no adverse effects caused to any patients due to the events. The customer stated that the events occurred during the week of (B)(6) 2019.

Manufacturer narrative:
The customer¿s report of a texium leak was confirmed and replicated. Inspection under magnification observed some of the threads within the male luer end were not properly molded to the interior wall of the luer. No other obvious issues or damages were observed. Although issues were observed with the threads, the luer end was attempted to be attached to a lab set mating component. It was observed that the connection was not able to be secured and the luer threads started to protrude from the luer exit. A lab syringe filled with blue dye water was attached to the lab extension set to flush fluid through. The set leaked at the unsecured connection between the lab set and texium connector due to the texium male luer thread molding. The root cause was due to a manufacturing error; the texium was not bonded properly to the male luer of the set.

Event description:
It was reported that the oncology department nurse's have experienced several generalized events in which the texium¿ connectors were breaking apart and causing various chemotherapy agents to leak during use on adult patients. The customer later reported that there were no adverse effects caused to any patients due to the events. The customer stated that the events occurred during the week of (B)(6) 2019 through (B)(6) 2019.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Concomitant medical product: tds occurred during the week of (B)(6) 2019. This file serves to report an undefined number of events that involved patients, however, the customer stated that all of the patients were adult patients.

Event description:
It was reported that the oncology department nurse's have experienced several events in which the tubing set separated and leaked various chemotherapy agents during use on adult patients. The customer later reported that there were no adverse effects caused to any patients due to the event. The customer stated that the events occurred during the week of (B)(6) 2019.